Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the initial drain. The home patient (hp) stated that the patient line disconnected from the catheter and fell to floor. The hp did not reconnect. The hp closed their transfer set and clamps and cycled the power to clear the alarm. The technical service representative (tsr) advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4): as the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the reported connection issue could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.